Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency department with near-syncope. Initial device interrogation showed no events; however, further review identified right ventricular lead noise with oversensing and pacing inhibition, resulting in failure to deliver pacing when required. The patient was transferred for lead revision, the affected lead was capped, and a new left bundle branch pacing lead was implanted. No additional adverse patient effects were reported.